Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h10: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual examination found that the balloon was torn longitudinally, and the catheter of the device was kinked. A dimensional examination of the outer diameter (od) of the catheter was performed and measured in three sections: distal, medium, and proximal. All three sections of the catheter od were within specification. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of the balloon burst cannot be confirmed. The balloon was not returned burst. The balloon torn problem found could have been interpreted by the customer as the reported event of balloon burst. After analysis, it was determined that the balloon was returned torn longitudinally and the catheter kinked. Most likely procedural factors or any surface during the procedure could create friction on the balloon causing the torn. Additionally, it is possible as lesion characteristics, handling of the device, and the technique used by the physician (force applied), could have caused the kink encountered in the catheter. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured at 5 atm. The customer stated that no pieces of the balloon detached from the patient. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on (B)(6) 2023. During the procedure, the balloon ruptured at 5 atm. The customer stated that no pieces of the balloon detached from the patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of balloon burst.